Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal segment of the lead was returned and analysis found no anomalies. However, there was blood on the proximal conductor of the lead and it was not obstructed and the distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to melting and was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: p1501dr, implantable pulse generator (ipg), (B)(6) 2006. A 4024, implantable pacing lead, (B)(6) 1999. A 4524, implantable pacing lead, (B)(6) 1999. A kdr701, implantable pulse generator (ipg), (B)(6) 1999. (B)(4).

Event description:
It was reported that the atrial lead was explanted and replaced due to impedance values that had been trending downward for a period of time. No patient complications have been reported as a result of this event.